Event description:
It was reported to boston scientific corporation in 2008 that a hta procedure set was used during a procedure the day before. According to the complainant, during preparation, the physician found the sheath to be split. The procedure was completed with another hta procedure set. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Other) - sheath had a split. The suspected device, hta procedure set, has been disposed of and is not available for return. A device analysis cannot be performed, however there are no known manufacturing related issues which would contribute to this event. The most probable cause of the event is that the tenaculum pierced the sheath when the physician attempted to clamp the cervix to provide for a better cervical seal.